Manufacturer narrative:
A review of complaint trending determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. It is possible that the reactive results obtained at the initial testing laboratory were false reactive. No specific details on the initial testing method used or whether confirmatory testing was completed were provided and consistent nonreactive results were obtained for this sample when tested at the customers laboratory and at the reference laboratory. Historical performance of the architect hbsag assay was evaluated using world wide data from abbottlink. The median population result for reactive samples (reported result range 0.155 to 0.344 iu/ml) for all on-market lots falls within 3sd of the established baseline, indicating all on market lots are performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect hbsag assay.

Manufacturer narrative:
Patient identifier = (B)(6). An evaluation is in process. A final report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. This report is being filed on an international product, list number 6c36 that has a similar product distributed in the us, list number 4p53.

Event description:
The customer reported (B)(6) architect hbsag results on one patient. The results provided were: on (B)(6) 2019: sid (B)(6) = (B)(6) at outsource (B)(4) / at customer site on (B)(6) 2019: hbsag = (B)(6); hbsab (B)(6); hbcab = (B)(6). The results at the reference lab showed the same as the (B)(4) facility results: hbsag: (B)(6), hbsab, hbc: (B)(6). The patient is being tested prior to participation in a trial for diabetic neuropathy.